Event description:
It was reported that the doctor had the exact same issue last week. Another plastic tip off the passer broke off inside a patient. The manufacturer's representative (rep) did not believe this one was recovered. The doctor mentioned to the rep, ¿why does the plastic tip not have a radiopaque marking on it?¿ the rep thought that might be a good idea as well. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent. Refer to report # 3007566237-2015-00518 for another similar report by the same doctor.

Manufacturer narrative:
(B)(4). The information indicated that this was a spinal cord stimulation (scs) tool used for a deep brain stimulation (dbs) operation.